Event description:
Product analysis was completed on the handheld and flashcard on (B)(6) 2015. During the analysis on the handheld it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis; the flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2015 a clinical technical support representative stated that the option to interrogate on the handheld screen was selected but the screen didn¿t advance. The representative tried to select user preferences and got no response. It was verified that the screen lock switch hadn¿t been set to the lock position. The device was powered off and back on with no success and then a hard reset was performed. He cleared all data from memory when prompted, tapped the screen to set up the pocket pc when prompted, and then tried to align the screen when prompted. The handheld didn¿t advanced beyond the align screen. Another hard reset was performed and it was able to proceed to the align screen prompt but couldn¿t get past it again. The edges of the screen were cleaned but that was unsuccessful. The device was again powered off, removed the flashcard and reinserted it, ensuring that it was fully seated, and powered it back on. Still, no success. The battery was removed and reinserted and it still didn¿t help. The handheld remained unable to advance past the align screen prompt. It was reported that the handheld had been tested on the evening of (B)(4) 2015 and morning of (B)(4) 2015 prior to the event and it had functioned perfectly. The handheld and flashcard were received for product analysis on (B)(4) 2015. Product analysis is still underway and has not yet been completed.